Event description:
According to the reporter: during the intervention the sulu got blocked shut and could not be reopened. The surgeon had to perform a clampage at the level of the pulmonary artery trunk and followed by a manual suture. Reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).